Event description:
It was reported via product receipt that the right atrial (ra) lead was dislodged. As a resolution the ra lead was explanted and replaced. Further information was not provided.

Manufacturer narrative:
A full lead was returned in one piece for analysis. After cleaning, the specification measurement, electrical testing, visual and x-ray examination were normal with no anomalies found.